Event description:
Kimberly-clark received a report that the peg tube was removed and the bumper remained in the (B)(6) patient. After the care giver reported the incident to the patient's doctor, it was decided to let the bumper pass naturally through the gi tract. The tube was in place for 10 months. No patient injury. The patient is in good condition. (B)(4).

Manufacturer narrative:
Evaluation of the returned sample confirmed that the bumper of the peg tube was missing and was likely torn from the tube. In addition, the physical properties of the silicone tubing appeared altered. The tubing was deformed and no longer had a uniform diameter along its length. Information from the reporting site indicated that the device was in place for ten months. Directions for use recommend replacement of the peg tube within 4-6 weeks after initial placement of peg. Results of the visual evaluation are consistent with product use beyond the recommended duration. Lot number provided aw951402c is not a valid lot number, however, production records were reviewed for stock code reported and a similar lot number was found for this product that is aw915402c. The device history record was reviewed for stock code 0160-20 lot number aw915402c with expiration date of july 2011. Records indicate product met all manufacturing specifications. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.